Event description:
Voluntary medwatch received states it was reported that the patient had fainted multiple times and suffering a concussion due to a performance issue on the pacemaker. No changes or intervention were reported. There were no patient consequences.